Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon inflation was broken. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon inflation was broken. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 3.00mm x 8mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues. A detailed microscopic examination identified a 4mm longitudinal tear was noted along the main body of the balloon material and the balloon being subjected to positive pressure and returned in a deflated state. A microscopic examination of the shaft polymer extrusion and tip profile were found no issues. A microscopic examination of the distal and proximal markerbands identified no issues. A leakage test was not performed. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device noted the balloon being subjected to positive pressure and returned in a deflated state. The reported allegation of balloon material rupture was confirmed as a 4mm longitudinal tear was identified along the main body of the balloon. However, a clear conclusion cannot be determined as no response was received from the additional questions sent and no clarification was received on the balloon inflation being broken.